Manufacturer narrative:
(B)(4). Upon review of the photos sent, technical services noted that the high voltage lead pins appeared reversed in the header. Technical services noted a concern of defibrillation effectiveness. The physician did not want to do a revision and thus elected to reprogram the shock vector. The field representative discussed awaiting to discuss the case with the physician and if proceeding with defibrillation testing or a revision procedure was necessary. At this time the right ventricular lead and device remain implanted. Upon additional information become available this investigation will be updated.

Event description:
--

Manufacturer narrative:
(B)(4). It was noted that the shock vector was reprogrammed and the normal follow ups were scheduled.

Event description:
Boston scientific received information that during a follow up after a device change the night before the shock channel signals on the electrocardiogram were very small. It was noted that on the signals were large on the shock channel on wireless electrocardiogram. An inquiry was made to technical services for further review. No adverse patient effects were reported.

Manufacturer narrative:
Additional information noted that at the most recent follow up fluid was seen coming out of the device pocket wound. The physician removed the dressing and inspected the wound before replacing with a new dressing. A possible infection was suspected but not confirmed. No further changes were made to the system. The system remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during a follow up after a device change the night before the shock channel signals on the electrocardiogram were very small. It was noted that on the signals were large on the shock channel on wireless electrocardiogram. An inquiry was made to technical services for further review. No adverse patient effects were reported. Upon review of the photos sent, technical services noted that the high voltage lead pins appeared reversed in the header. Technical services noted a concern of defibrillation effectiveness. The physician did not want to do a revision and thus elected to reprogram the shock vector. The field representative discussed awaiting to discuss the case with the physician and if proceeding with defibrillation testing or a revision procedure was necessary. At this time the right ventricular lead and device remain implanted. Upon additional information become available this investigation will be updated. It was noted that the shock vector was reprogrammed and the normal follow ups were scheduled. Additional information noted that at the most recent follow up fluid was seen coming out of the device pocket wound. The physician removed the dressing and inspected the wound before replacing with a new dressing. A possible infection was suspected but not confirmed. No further changes were made to the system. The device was explanted and returned. No adverse patient effects were reported.